Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing and review of the alarm log were performed. The f-50 failure was identified during alarm log review and functional testing. The cause of the condition was determined to be a defective central processing unit (cpu) board. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-50 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.